Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml at an unknown dose via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the patient who was implanted on (B)(6) 2018 started having a headache and leakage from her back four days ago ((B)(6) 2018) and the hcp planned to bring the patient to the operating room (or) tomorrow. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient had an infection from the wound opening (e. Coli was confirmed with a biopsy of the wound). The pump was removed due to infection. The patient was doing better but did need to go to rehab post removal of the pump secondary to infection. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Updated to reflect the information received on 2019-jan-04. Explant date updated to reflect the explant date provided on 2019-jan-04. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated that the affected devices were explanted on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
The patient codes and code-conclusion have been updated. Patient codes (B)(6) ; and code-conclusion (B)(4) are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported surgery occurred on (B)(6) 2018. It was believed there was no cerebrospinal fluid (csf) leak after the physician opened the back incision. No csf leak was found. However, the wound was infected. No blood patch was needed. The doctor used duraseal as a precaution. The patient's weight was unavailable. It was indicated the information had been confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated it was unknown if the patient experienced wound dehiscence; however, regarding the cause of the wound infection it was noted the wound opened and the cause was unknown. The device was taken by the facility when explanted and the rep was not present when explanted. No further complications were reported/anticipated or expected.